Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infection at infusion set insertion site on (B)(6) 2024. He discussed it with his health care professional who provided medication for the infection. Patient replaced infusion set and resumed insulin successfully. No further information available.